Manufacturer narrative:
The reported test strips were returned and upon visual inspection there were physical signs of being used. As the meter was not returned and the test strip lot reported with this complaint was returned used, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. Retained test strip samples from the same lot reported are pending.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 324 mg/dl , 339 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips were returned however, were unable to be investigated due to physical signs of being used. No investigation conclusion was able to be determined. The complaint was not confirmed. A follow-up report will be submitted if meter is returned or additional information is obtained. Additional method: all pertinent information available to abbott diabetes care has been submitted.